Event description:
It was reported that during a surgical procedure, a drill heated up. There was no user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill was received by the MFR and a quality investigation was conducted. Based on the results of the quality inspection, the rotor assembly was found to be corroded, which can potentially result in the device overheating. The rotor assembly was replaced and additional preventative maintenance was performed. The drill was repaired and returned to the customer.